Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station n5w_a drawer 2.1 was failed and not detected on bus. Customer stated that issue appeared to require new boards or wiring replacement.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 was failed and was not detected on bus. A field service engineer (fse) identified that drawer 2.1 had failed with no light emitting diode status from any controller ports at the rear. The fse inspected all connections and confirmed they were secure, but the issue persisted even after reconnecting all cables. The fse observed that drawer 2.2 displayed a grid on the virtual map while drawer 2.1 showed no activity and proceeded to replace the controller for drawer 2.1 while retaining the controller for drawer 2.2. The fse also replaced the module controller due to the lack of functional light emitting diode indication, and after installing the new controllers and reconfiguring the drawer, confirmed that both drawers were recognized by the unit and successfully completed functional testing. The system functioned as intended after the field service engineer repaired the device.